Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Also, the criteria for right ventricular lead integrity alert were met and the impedance of the right ventricular pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital after hearing alert tones. The right ventricular (rv) lead had non-sustained episodes with oversensing of noise. The rv lead was partially explanted, capped and replaced. It was further reported that the right atrial (ra) lead had no effective stimulation due to oversensing. The ra lead also had diminished sensing. The ra lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.